Manufacturer narrative:
Event date is estimated. The referenced report of recurrent driveline infections is captured under medwatch MFR report #2916596-2017-01258. Unique identifier (UDI) #: (device identifier) (B)(4). Approximate age of device ¿ 1 year and 2 months device evaluation: the explanted pump was returned assembled with the driveline severed approximately 3 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the pump upon disassembly revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. Its lack of concentric layering indicates that this deposition did not initially form in the outlet stator. The origin of this deposition could not be determined; however, its areas of denaturation suggest that it was present while the pump was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to an elevation in lactate dehydrogenase levels. The patient also had a recent history of driveline wound washout and debridement procedures. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists device thrombosis as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. During the evaluation of the returned device post-transplant, thrombus was found in the pump. The patient had been status 1a for heart transplant due to recurrent driveline infections and received a heart transplant on (B)(6) 2017. The patient also had an unspecified elevated lactate dehydrogenase level.